Manufacturer narrative:
Philips service calibrated the system and returned it to use, but the issue remained unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image quality issue persisted despite detector calibration on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.